Event description:
My daughter, (B)(6), requested me to purchase a pair of color contact lenses at a local gift retailer, (B)(6), on (B)(6) 2016 in (B)(6). After wearing the contact lenses for 5-6 hours, she took them out. The next morning, she could not open her eyes, complained of pain, vision blurriness, and discharge. She states that she did not keep them in while she slept. We immediately went to an opthalmologist. He stated that the contact lenses that we purchased at (B)(6) damaged her cornea. She will be on eyedrops until her vision is better. (B)(6) sold us contact lenses without asking for a prescription. I believe, they should not be selling medical devices. I still have the receipt and the original packaging of the lenses. The actual lenses have been disposed of. (B)(6).